Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated that they were definitely sick with either the covid or the flu, but came up negative and it wasn't worth it for them to pay for another. Thankfully their dr knows they don't get sick ever and if they were really sick. They don't think they will ever buy another test again.